Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem wall adapter. There was no reported adverse impact to the customer. A new tandem wall adapter was sent to the customer. Customer used multiple daily injections for backup insulin therapy.